Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2013, the patient had essure inserted. On (B)(6), 2015 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: removal state: md implant state: md. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of hernia repair and allergic rhinitis. The patient had a family history of cancer, heart disease, unspecified, arthritis and hypertension. Concurrent conditions were listed as gerd, chest pain, abnormal uterine bleeding, pelvic pain female and heavy periods. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 799 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2015. The patient was treated with surgery (total laparoscopic hysterectomy, pelviscopic salpingectomy.). The reporter considered medical device removal to be related to essure administration. The reporter commented: removal state: md, implant state: md. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: specimen is received in 1 part., cervix, and bilateral fallopian tubes with essure devices. The specimen consists of a 208 gram uterus with attached cervix and bilaterally attached fallopian tubes. Each tube includes fimbriated end, with the right measuring 7 x 0.6 x 0.6 cm and the left 7.5 x 0.8 x 0.8 cm. The right is pink and the left is reddish-purple with dense fibrous adhesions. Each show a pinpoint lumen on sectioning. The uterus and cervix without adnexa weigh 184.5 grams and measure 11 cm superior to inferior, 5.5 cm cornu to cornu and 5.5 cm anterior to posterior. The anterior serosa is markedly irregular and rough with fibrous adhesions. The posterior serosa is smooth, glistening and pinkish-tan. There is a 4.5 cm in diameter pinkish-purple exocervix with underlying cysts and a central slit-shaped os measuring 1.5 x 0.1 cm. There is a 4.5 x 0.9 cm endocervical canal with a smooth pinkish-tan lining. The endometrium has thickness 0.2 cm posteriorly and 0.1 cm anteriorly. It is reddish-purple posteriorly and pinkish-tan anteriorly. The myometrium has thickness 3 cm anterior and 2 cm posterior. The myometrium has a trabeculated appearance without discrete nodules or mass lesions. Coiled gray metal wires are noted in the lumina of the fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Lab data (surgical pathology report) added. Medical history, concomitant conditions & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On 01-may-2013, the patient had essure inserted. On 01-sep-2015 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: removal state: md implant state: md. Quality-safety evaluation of ptc: for essure: ptc results: enter standard text: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.